Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient reported feeling unwell. The health care professional (hcp) expressed concern that a safety mode alert was not received on the communicator and noted that this is not an advisory device. Subsequently, the crt-p was successfully explanted and replaced. No additional adverse patient effects were reported beyond the revision procedure. This product has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. The patient reported feeling unwell. The health care professional (hcp) expressed concern that a safety mode alert was not received on the communicator and noted that this is not an advisory device. Subsequently, the crt-p was successfully explanted and replaced. No additional adverse patient effects were reported beyond the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.